Manufacturer narrative:
(B)(4). The sample was not received. As the sample of 2c7564 was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their interlink buretrol administration set was "falling apart" and that the chamber appeared "crooked". It is unknown whether there was patient involvement or patient impact associated with this report, though no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The unknown lot number could have been produced in (B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.